Manufacturer narrative:
Manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received in the original packaging; it was in the unopened sterile bag. No significant deformations or damage of the valve were detected during the visual inspection. Light markings were observed on the sterile bag. Permeability test- this test was not performed as the device was still enclosed.. Adjustment test - this has shown that the valve was adjustable to all specified pressures. Braking force and brake function test - this test was not performed as the device was still enclosed in the sterile bag. Results - based on our investigations, we are unable to substantiate the claim of non-adjustability. The valve was adjustable to all settings as specified. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. If additional information becomes available a supplemental report will be submitted.

Event description:
Additional information was received: the reporter clarified that this was an initial procedure and that shunt was never implanted. The surgeon could not get it to program prior to implantation so they opened and implanted another progav.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. If additional information becomes available a supplemental report will be submitted.

Event description:
It was reported that a progav valve had an issue with programming. A patient underwent a surgical procedure on (B)(6) 2019 due to progav valve would not program. No other information was provided. Additional information has been requested but not yet received.